Manufacturer narrative:
The manufacturer was initially received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm or injury. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged filters are getting black, difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found beige dust or dirt contaminate in filter intake area and blower area, moderate brown contamination in cracks and crevasses of upper and lower enclosure, dried brown liquid with two additional smaller spots on the lower enclosure inside, dark sheen contaminate on the back of the ui panel, corrosion, minor amount of keratin on blower box outlet port .the manufacturer found no evidence of sound abatement foam degradation. The customer's complaint of the filter turning black was not confirmed. The filter was not returned for evaluation. The device's downloaded event log was reviewed by the manufacturer and found 3 pre-test errors were logged while setting up the unit for testing and two instances of e 53 prior to that. The manufacturer concludes the contaminates found were consistent with beige dust or dirt contaminate in filter intake area and blower area, moderate brown contamination in cracks and crevasses of upper and lower enclosure, dried brown liquid with two additional smaller spots on the lower enclosure inside, dark sheen contaminate on the back of the ui panel, corrosion, minor amount of keratin on blower box outlet port. The contaminates were sourced from external environmental conditions. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.